Manufacturer narrative:
A.5 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had two console issues observed outside of patient use. The automated impella controller would not connect to the cloud for impella connect. Additionally, the console was noted to be making noise in standby.

Manufacturer narrative:
The investigation for the buzzer/alarm malfunction has been completed. Data logs were reviewed which showed the console booted up in maintenance mode with software v12.1.1 looking at the logs, after the upgrade, they did not have a matching json configuration file. This is by design as the first boot up after an aic sw upgrade, the json config file was sent to the rlm and the rlm will turn off data streaming until the next boot up. This is most likely what the console was describing and is as expected. The console was returned for evaluation. Upon evaluation, there was no noise audible when the console was booted up and runs a purge cassette and pump so it is unclear what that is referring to. The rlm was able to connect to ic-test and establish data streaming with a tile seen on impella connect so the failure mode described was not reproduced. The rlm functioned/operated to specification but the rlm was not power cycled after a firmware upgrade which caused the rlm by design to not stream data until a full restart. There was no evidence of issue found during the case and no malfunctions were reproduced. The automated impella controller functioned/operated to specification.